Event description:
It was reported that the battery compartment side was totally damaged and there was a piece that was loose but not broken yet. Customer stated the insulin pump does not always react on battery. The insulin pump would be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched display window. Insulin pump received cracked case display window corner. Insulin pump received with broken battery tube threads. Insulin pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.